Event description:
The customer called in to report that he was having some issues with his transmitter device. The customer's blood glucose level was 140 mg/dl. The customer states that the transmitter did not blink at all when it was connected to the charger. The customer states there are no red or green blinking patterns at all. The customer also states that the transmitter shows no damage. We advised the customer we would send a new transmitter charger in the event that the charger is not working. We also advised the customer to charge the transmitter for the entire eight hours or longer. We told the customer to call the helpline to check the functionality of the transmitter prior to inserting a new sensor and finding that the transmitter is not working. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.